Manufacturer narrative:
The insulin pump was received with high idle current due to corroded battery tube however, passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. No unexpected blank display. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that they had insulin pump failure. The customer reported that the insulin pump would not turn on after inserting a new battery. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.